Event description:
It was reported that a vns patient had passed away. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's device was buried with her and is unavailable for return. Information regarding the patient¿s death was provided from the following physician. The patient had a concurrent illness of cva spasticity. The patient had seizure reduction with vns therapy. No additional information has been received to date.